Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The day after onset, the patient was treated with intravenous injection vancomycin (1.5 gram stat, frequency not reported) and intraperitoneal injection ceftazidime (375 mg in each bag, frequency not reported) for peritonitis. At the time of this report, antibiotic therapy was ongoing and the patient outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.